Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown) the device was unable to increase the pacer output. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.